Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2025 and suture was used. During the procedure, while using stratafix spiral pds suture intra op it was noted that it began to fray, then break. A second stratafix was opened and same phenomenon occurred. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 type of investigation: b21 - device evaluation pending this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: - were there any unexpected outcomes or complications as a result of the prolonged surgery time? None communicated - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Product shipped back via fedex on tuesday - please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). (B)(6). Additional information was requested, and the following was obtained via: mismatch information: expected sxpp1b455 lot# ubbjcq but instead we received (2) sxpp1b455; lot# ubbjcq and lot# 105p0q. Product received under awb (B)(4). From: canada. The (B)(4) has been created for the lot# 105p0q so that cg labs can ship it to the analysis site. Please confirm if the additional lot# 105p0q belongs to this complaint. As noted in the complaint description- two stratafix spiral sxpp1b455 were involved with this complaint. Thus two were sent back and both are to be examined as part of the same complaint. Additional h11: was surgery delayed due to the reported event? --> yes, if yes, number of minutes: --> 5-10, action taken when event occurred? --> opened second suture , was procedure successfully completed? --> yes, were fragments generated? --> unknown, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown, (B)(6). Device property of -->none, device in possession of -->none.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/9/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. One empty foil packet, needle-suture piece and one suture piece were received for analysis. During the initial inspection of the sample, no breakage suture was observed. Even though two of the extremes were split and one extreme was noted to be cut likely caused by a surgical instrument. Furthermore, body fluids and some crimping marks were present along the length of the body of the suture. In addition, marks that appear to be caused by a surgical instrument were observed on the body needle. This product code sxpp1b455 contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. As per the condition of the returned sample, the functional test could not be performed. No conclusion could be reached as to what may have caused the reported incident. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.